Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at a in-clinic device check, one month post op, an x-ray revealed that the device had rotated ninety degrees (with the header facing cranially). The lead was positioned running across the device and the fascia. Electrical data of the leads remained unchanged. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.